Event description:
It is reported that a consumer used the solution for the first time and spent two hours in the emergency room (ER) because of it. The consumer states that he was diagnosed with a chemical burn and was given erythromycin ointment had his eye flushed and checked for scratches. The consumer stated that his "whole eye took the coloring they used to check for scratches". And he was told that because of this, he probably has a chemical burn. The consumer was directed to use the ointment for the next week, every four hours, and is to rinse his eye with saline every couple hours. The consumer was also advised to schedule an appointment with his eye care provider for f/u, but he has not done so yet. Additional info has been requested but not yet received.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. A lot-based related investigation is currently in process. A f/u medwatch will be filed upon completion of the lot investigation. (B)(4).